Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during embolization treatment of a large internal carotid aneurysm, an attempt was made to remove the first implanted coil; however, during withdrawal of the coil, the coil stretched almost down to the common carotid artery and then detached at the detachment zone. The proximal end of the detached coil was pushed up into the external carotid artery. An occlusion balloon test had been performed prior to the procedure to determine if it could be an option for the patient and it was successful; therefore, the decision was made to totally occlude the ica. The aneurysm was treated with additional coils and when the aneurysm was completely occluded, the coil ball mass was brought back into the ica. Finally, two amplatzer plugs were deployed in the ica proximal to the coil mass and aneurysm. There was no reported adverse patient sequelae.